Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens folded during surgery. The technician had difficulty with loading the lens. Once the iol was in the patient's eye, it would not unfold and reported "it was like the lens had memory". The iol was in the cartridge and handpiece for no longer than five minutes. The iol was removed and an enlarged incision was required. The procedure was completed with a new iol of the same model. No other intervention was required and the patient is doing well. They lens was destroyed. Additional information was requested.